Manufacturer narrative:
(B)(4).

Event description:
It was reported that a revision hip surgery was performed due to dislocation. During the surgery, the s&n shell and liner were replaced with a competitor's product. The s&n head implanted on (B)(6) 2015 and s&n neck implanted on (B)(6) 2015 were replaced with s&n products.